Event description:
It was reported that the health care professional (hcp) called with concerns about this cardiac resynchronization therapy defibrillator (cardiac resynchronization therapy defibrillator (crt-d) exhibiting pacing inhibition and requested an evaluation consult of this crtd from technical services (ts). The hcp noted that the patient had previously had a non-boston scientific device implanted concomitantly with this crtd device due to device nearing end of service (eos) and this crtd device was programmed to ventricular pacing only. Ts reviewed the data provided and noted that the crtd may have oversensed a beat which led to the crtd device to inhibit pacing. Ts recommended for device to replaced. The device remains in service. No additional adverse patient effects were reported.